Event description:
Procedure type: inguinal hernia repair. According to the reporter: two metal pins from the locking collar lever of trocar, fell out onto the surgical field; the after trocar was pulled out of sheath. There was no report of pieces falling into the cavity or impacting the patient. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B) (4)